Event description:
The consumer reported via the manufacturer representative that they had occasional full body shocking sensation and were uncertain when it started but noted it seemed more frequent in the past week. There were no falls or accidents and the shocking was not associated with a specific location or position. All impedances were within normal limits and no shocking was elicited with palpation of the system. The patient was instructed to turn off stimulation for several days to see if the shocking persisted. The issue was not resolved at the time of the report. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.